Event description:
All attempts to the reporter for additional information and return of the computer have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns (B)(4) computer with version 8.0 software had a frozen screen. A hard reset cleared the screen, but then the screen would no advance past the "align screen" prompt despite numerous attempts at aligning the crosshairs. Another hard reset was performed with the same result. Attempts for return of the computer for analysis and additional information are in progress.

Manufacturer narrative:
Type of device, corrected data: previously submitted MDR indicated that the programming software was the suspect medical device, but this was actually the programming computer. This report is being submitted to correct this information. Device manufacture date, corrected data: previously submitted MDR indicated that the programming software was the suspect medical device, but this was actually the programming computer. This report is being submitted to correct this information.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
The handheld and flashcard were returned to the manufacturer. The handheld device was powered using the returned power supply with no anomalies. An attempt was made to perform the initial setup process, but could not be done. Several attempts to complete the align screen process were unsuccessful. The crosshair on the display would move when touched, but the utility would not advance to the next screen. The returned display was removed. Continuity testing of the returned display identified an anomaly associated with the trace that is routed to pin 1 of the touch screen flex cable. Resistance readings associated with the circuit were higher than expected (read 1.2m ohm for pin 1 - nominal is approximately .418k ohms). The flex cable was pressed where it attaches to the touch screen and it was identified that the resistance reading changed to .482k ohms. The returned display was installed in the handheld in order to continue testing. The handheld device was powered using the returned ac power supply and the initial setup process performed with no anomalies. The handheld was powered-on continuously using only the main battery for more than an hour. The handheld computer was powered-on continuously using only the main battery for more than an hour. For five successful times the following occurred: the generator was interrogated, then the output and magnet currents increased from 0ma to 0.5ma, then interrogated to verify the new settings, then a generator diagnostic test was performed during which the generator values were changed back to output currents of 0ma, and then the battery was interrogated to verify new settings. The main battery had a remaining charge of 71% at the conclusion of testing. No software anomalies were identified during the analysis. During the analysis it was identified that the handheld was unable to advance past the screen alignment utility. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. No further anomalies associated with the handheld performance were identified during the analysis. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.